Event description:
The tube detached from the stopcock.

Manufacturer narrative:
Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).